Manufacturer narrative:
Customer followed up with tandem support on (B)(6) 2025 and confirmed that they reloaded the original cartridge to resolve the issue.

Event description:
Customer reloaded the cartridge to resolve the issue.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact to the customer¿s blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.